Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
Review of the maude database indicated report# (B)(4), wherein a customer reported an issue related to two skin break-down sites on the forehead of a patient. Multiple un-related issues were reported in conjunction with the reported skin abnormalities. Per the report: ¿male ICU patient, intubated had been being monitored in the emergency room - to - hospital admit for sepsis, atrial fibrillation, respiratory failure. History of congestive heart failure, etoh, meth chronic use, history of coronary artery bypass grafting (CABG). Cardiac arrest 2º to ventricular tachycardia and ventricular fibrillation was now intubated. Two days later it was noted that there were 2 skin break-down sites on forehead perhaps from o2 probe. First thought to have been burns; one at 2. 2 cm x 1cm black, open, black & red tissues over (l) eye, and second at 3. 2cm x 1. 6 cm black with no depth and not open. Application of silver mepilex abx ointment. Hospital wound care continued assessment and once patient was extubated and could discuss findings it was determined that the patient had a cyst removed (r) site prior to this hospital admission. The (l) site continues to be unstageable wound from probe. Review of processes.¿